Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. The device memory had an observation relating to mode lower rate. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced bradycardia and syncope. It was noted that the patient had a heart rate lower than the implantable cardioverter defibrillator's (ICD) lower rate setting. In addition, the right atrial (ra) lead triggered an alert for low pacing impedance. Additionally, the lead displayed oversensing and noise. A remote monitoring transmission indicated that four years prior, the lead failed an atrial lead position check resulting in atrial tachycardia/atrial fibrillation (at/af) therapies being disabled. The ICD and lead remain in use. No further patient complications have been reported as a result of this event.